Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of below knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During inflation, it was noted that the balloon had already ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.